Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that one of three zimmer dermatomes was used to harvest and skin graft and skipped, resulting in tearing of the pt's skin. The user was not able to identify the specific dermatome associated with the reported event. Therefore, all three dermatomes were sent back to the MFR for eval. There was no add'l clinical info prior to this report. This MDR is being submitted along with 1526350-2012-00150 and 1526350-2012-00151 for the same incident, as the user was not able to identify the specific device associated with the event.